Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent kidney transplant surgery on an unknown date and suture was used. When using the suture, the thread was removed from the needle. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device al2199 number, and no non-conformances were identified.¿ additional h-3 summary: an empty opened overwrap packet, a detached needle and suture of product code 8425, lot al2199 was returned for evaluation. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.